Manufacturer narrative:
This report is submitted to include the imdrf code a071302, which was known at the time of the original report but was accidentally omitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of sense b noise while programmed to the primary sensing vector resulting in an inappropriate shock. The device has since been reprogrammed to the alternative sensing vector as the secondary sensing vector exhibits low amplitude. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of sense b noise while programmed to the primary sensing vector. The device has since been reprogrammed to the alternative sensing vector as the secondary sensing vector exhibits low amplitude. No adverse patient effects were reported. The device remains implanted and in service.